Event description:
N/a

Manufacturer narrative:
Correction to emdr follow up #1 to field h10: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. A kink was found on the catheter tubing approximately 45.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. A kink was found on the catheter tubing approximately 45.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: medical engineerthe device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4); h3 other text : device not returned.

Event description:
It was reported that after approximately six hours of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm repeatedly. The iabp was switched out for a cs300 and therapy was continued without the alarm occurring again. There was no patient harm or adverse event reported.